Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there have been recent atrial lead warnings upon interrogation and the clinician is concerned about the lead insulation. The patient does carelink downloads and if another lead warning appears, the clinician will bring the patient in to test the lead in unipolar and bipolar polarities. The lead is still in use. No patient complications have been reported as a result of this event.